Manufacturer narrative:
The customer will receive a replacement device. Stryker performed an initial evaluation of the customer's device and the reported issue was able to be verified and able to be duplicated. Stryker found that the device's internal battery was depleted. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was showing all 3 icons (charge-pak, attention and wrench) and it would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer's device was retuned to stryker product analysis center (pac) for further investigation. During pac investigation, the reported issue was able to be verified. The unit was able to power on using a good charge-pak. The root cause of the reported issue was determined to be a depleted charge-pak, resulting in a depleted internal battery (hlc). The customer's device was archived by stryker and the customer was provided with a replacement device.

Event description:
The customer contacted stryker to report that their device was showing all 3 icons (charge-pak, attention and wrench) and it would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.